Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There are no signs of breaks/fractures at tip. Analysis showed the glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The outer flow tubing open end exhibits minor scratch marks. Glue failure and cap wear are observed leading to misalignment of the glass and metal cap. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. This would cause reduced vaporization efficiency. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure the fiber broke at 31,293 joules and 3:41 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure, the fiber broke at 31,293 joules and 3:41 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure with no clinical consequences to the patient.